Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded. The tip, balloon, inner/outer shaft, and hypotube were microscopically and visually inspected. Inspection revealed hypotube separated 58 cm form the tip, and a kink in the hypotube located 68 cm from the strain relief. The fracture faces of the broken hypotube were ovalized, as if kinked prior to separating. The rest of the device was inspected and found no other damage.

Event description:
Reportable based on device analysis completed on 29april2019. It was reported that shaft kink occurred. The 99% stenosed, 12mmx3.5mm target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation but the delivery shaft of the balloon was kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed shaft detachment.